Manufacturer narrative:
Additional revised component: star total ankle replacement, sliding core mobile bearing, model #: 400-142, lot # 0912070, expiration date: 06/01/2014, date of implantation: (B)(6) 2010, date of explantation: (B)(6) 2013, device manufacture date: 06/2009. Pt had the talar component exchanged during a re-operation to address the varus tibial joint and dorsiflexion. Sliding core mobile bearing was also up-sized. Visual examination confirms sliding core is intact, and the other component is in good shape. The DHR for part no. 400-142, lot 0912070 shows no anomalies; the DHR for part no. 400-263, lot 090528/3362 noted that 10 out of the 20 pieces were discarded, and 1 was re-worked; all released parts were within specification.

Event description:
Pt had star tibial component and sliding core mobile bearing revised.